Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy and had a few hours left until rewarm begins. Arctic sun device alerting air leak and fluid delivery line (fdl) open. Water flow rate (wfr) was 0.4l/m. Neonatal pads in place. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. Had them stop therapy, empty pads, disconnect and reconnect verifying audible clicks with each connection. Restarted therapy and water flow rate stabilized at 0.4l/m. System diagnostics with pads were outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0.4l/m, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 1760.3, pump hours were 664.2. Had them disconnect pads and walked through placing device in manual control at 30c. System diagnostics were outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 44. Advised to swap out to alternate device and send this one to biomed labeled low air leak and fdl open.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy and had a few hours left until rewarm begins. Arctic sun device alerting air leak and fluid delivery line (fdl) open. Water flow rate (wfr) was 0.4l/m. Neonatal pads in place. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. Had them stop therapy, empty pads, disconnect and reconnect verifying audible clicks with each connection. Restarted therapy and water flow rate stabilized at 0.4l/m. System diagnostics with pads were outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0.4l/m, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 1760.3, pump hours were 664.2. Had them disconnect pads and walked through placing device in manual control at 30c. System diagnostics were outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 44. Advised to swap out to alternate device and send this one to biomed labeled low air leak and fdl open. Per follow up information received via task on 15nov2024, spoke with charge nurse who stated a biomed came to the floor to verify the functionality of the device. They found the fdl was not securely locked to the device. The fdl was secured, and device remained in service. No further repair. Patient completed therapy on second device.

Event description:
It was reported that patient has been on therapy and had a few hours left until rewarm begins. Arctic sun device alerting air leak and fluid delivery line (fdl) open. Water flow rate (wfr) was 0.4l/m. Neonatal pads in place. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. Had them stop therapy, empty pads, disconnect and reconnect verifying audible clicks with each connection. Restarted therapy and water flow rate stabilized at 0.4l/m. System diagnostics with pads were outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0.4l/m, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 1760.3, pump hours were 664.2. Had them disconnect pads and walked through placing device in manual control at 30c. System diagnostics were outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 44. Advised to swap out to alternate device and send this one to biomed labeled low air leak and fdl open. Per follow up information received via task on 15nov2024, spoke with charge nurse who stated a biomed came to the floor to verify the functionality of the device. They found the fdl was not securely locked to the device. The fdl was secured, and device remained in service. No further repair. Patient completed therapy on second device.

Manufacturer narrative:
Upon further review, bd has determined that this event is not a malfunction against a bd or bard product. This report is being submitted as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to user not connecting fdl properly. Water flow rate (wfr) was 0.4l/m. Neonatal pads in place. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. Had them stop therapy, empty pads, disconnect and reconnect verifying audible clicks with each connection. Restarted therapy and water flow rate stabilized at 0.4l/m. System diagnostics with pads were outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.3c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0.4l/m, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 5, system hours were 1760.3, pump hours were 664.2. Had them disconnect pads and walked through placing device in manual control at 30c. System diagnostics were outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.6l/m, inlet pressure (ip) was -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 44. Advised to swap out to alternate device and send this one to biomed labeled low air leak and fdl open. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Connections 1)use only approved cables and accessories with the arctic sun temperature management system control module (appendix b). 2)inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3)connect the fluid delivery line, temp in 1 cable, temp in 2 cables (optional), temp out cable and fill tube to the back of the control module. 4)plug the power cord into the wall outlet. Position the arctic sun temperature management system so that access to the power cord is not restricted. Connect arctic gel pads water flows between the arctic gel pads and control module via a fluid delivery line. Each side of the fluid delivery line can be placed by the feet or along the lower legs. There are three connectors on each side of the line for a total of six connectors. These will accommodate a full kit of four pads plus a maximum of two optional universal pads for use in larger patients. To connect the arctic gel pads: 1)while holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. 2)if the connectors are not aligned properly, the connectors will not fit or click into place. Device placement it is recommended to position the device near the foot of the bed during use. Use the wheel locks on the control module to prevent the wheels from rotating during use. Press down on the wheel locks to lock the wheels and lift up the wheel locks to release the wheels. Low water flow confirm that all of the pad connectors are fully seated in the fluid delivery line manifolds. If not fully seated, reseat connectors. Check the pads for foam-to-foam folds or buckles created during placement. If folds or buckles, smooth out and reapply pads. Check the pad lines for kinks or occlusions. If kinks or occlusions, straighten lines to remove. Bd recommends use of fluid delivery line straps to keep lines from kinking. Check the pad connectors for a continuous stream of air bubbles. If air bubbles are observed, disconnect one pad at a time and wait one minute. If flow increases during pad disconnect, the pad is damaged. Replace the damaged pad with a universal pad. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.